Event description:
Part lc201-u9 upgrade sleepworks 9.x acquisition software with spike / event and high res video - issue reported that when marking events on a patient in a review screen the events will also be added to a different patient in the live acquisition window. This could lead to an improper diagnosis.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Install date: (B)(6) 2023. The issue is reproducable with neuroworks 9.3 gma2 and determined a software defect. The defect case (B)(4) was created to address the issue in future release of neuroworks. Faillure confirmed:yes. Investigation result code: neuro sbu/software failure. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required per hazard ID 5.62 in (B)(4) xltek eeg psg risk analysis, severity risk: 11 risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Closure rationale: complalint verified, correction deferred to future product release. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Further investigation to be carried out.

Event description:
Part lc201-u9 upgrade sleepworks 9.x acquisition software with spike / event and high res video. Issue reported that when marking events on a patient in a review screen the events will also be added to a different patient in the live acquisition window. This could lead to an improper diagnosis.